Event description:
It was reported that while using the bd venflon ¿ pro safety needle protected IV cannula the safety mechanism failed. The following was translated from finnish to english: we were opening a vein connection for a patient. The safety cannula protection mechanism did not activate when the needle was pulled out of the cannula. The needle was left without protection and could have been removed.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that while using the bd venflon ¿ pro safety needle protected IV cannula the safety mechanism failed. The following was translated from finnish to english: we were opening a vein connection for a patient. The safety cannula protection mechanism did not activate when the needle was pulled out of the cannula. The needle was left without protection and could have been removed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.